Event description:
It was reported that this patient involved in a study related to influenza vaccines had received the first does of the medicinal product on (B)(6) 2014 at 11:20. The patient had received menveo (meningococcal vaccine) on (B)(6) 2104. Prevenar 13 (pneumococcal vaccine) on (B)(6) 2014 and tetravac (diptheria, pertussis, polio and tetanus vaccine) on (B)(6) 2014. On (B)(6) 2014 the patient experienced hypertension. On (B)(6) 2014, the patient experienced a headache. On (B)(6) 2014 the patient experienced vomiting. An ultrasound and x-ray of the abdomen and cranial x-ray were negative on (B)(6) 2014. The patient¿s cranial x-ray showed the cerebral shunt/catheter on the correct position. The patient was admitted on (B)(6) 2014 due to the persistence of headache and vomiting. These symptoms also persisted during the hospitalization. On (B)(6) 2014 the subject's cranial CT (computerized tomogram) scan showed unchanged results compared to previous results and signs of hydrocephalus or cerebral ischemia were absent. The ultrasound of the abdomen showed negative results. The patient was treated with tramadol, ranitidine, ondansetron, atenolol, ramipril, furosemide and doxazosin. On (B)(6) 2014 the patient¿s ultrasound of the abdomen was normal. Also on this date, the patient¿s intrathecal pump was recharged with baclofen and ziconotide. It was reported that after recharging the intrathecal pump with baclofen and ziconotide that signs of improvement were observed in the patient. The patient¿s blood pressure was returned to normal values and he no longer had episodes of vomiting and headache. The investigator considered and confirmed this as toxic encephalopathy due to incorrect intrathecal administration of drugs. On (B)(6) 2014, the patient completely recovered from the events headache and vomiting and completely recovered from the hypertension on (B)(6) 2014. In addition, on the same day the patient completely recovered from the toxic encephalopathy and was discharged from the hospital. After one week of complete well being, on the evening of (B)(6) 2014 the patient again presented with the vomiting, headache and hypertension. The patient was treated with atenolol and tramadol and taken to the hospital on (B)(6) 2014. He was admitted for investigation and treatment. On (B)(6) 2014 during hospitalization, intrathecal administration of baclofen and ziconotide was stopped to verify a possible toxicity. In the absence of clinical improvement, oral administration of baclofen lasted only a few days. The investigator stated that there was no correlation between these drugs and adverse event that emerged. In addition, at that moment it was not possible to identify specific cause for the second occurrence of the events. On (B)(6) 2014, the patient completely recovered from the second occurrence of the headache, vomiting and hypertension. The investigator assessed the events as serious (hospitalization and medically significant). In the investigator's opinion there was no other possible contributory factor reported for the event. The investigator did not suspect any causal relationship between the event (toxic encephalopathy) and the study vaccine but did suspect a causal relationship between the medications baclofen and ziconotide. The investigator provided a rationale for the causality assessment as timing and characteristics of the event suggested a drug toxicity. The investigator did not suspect any causal relationship between the event (second occurrence of the events headache, vomiting and hypertension) and the study vaccine and baclofen. However, another physician assessed these events as suspected to baclofen. Concomitant medication included oxcarbazepine, clonazepam, diazepam, paroxetine, levotiroxina, triptorelin. This device system delivered baclofen and ziconotide. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was now reported that the reaction onset was (B)(6) 2014 (previously reported (B)(6) 2014). On (B)(6) 2014 the patient experienced hypertension 'crisis' and had completed recovered from this on (B)(6) 2014. On (B)(6) 2014 the patient experienced headache and hypertension. The patient had a cranial x-ray on (B)(6) 2014 which showed the cerebral shunt/catheter in the correct position. The investigator considered the event hypertensive crisis as non-serious. The investigator did not suspect any causal relationship between the event hypertensive crisis and study vaccination. The improvement in event after correction of drug delivery through intrathecal pump indicates towards causal association to administered drugs. The reported time-to-event (134 days, for event hypertensive crisis) was not plausible for with study vaccine and could be better explained by underlying cerebral pathology (hydrocephalus). The reported events can be explained by an improvement after recharging the intrathecal device with baclofen and therefore are suspected in view of a possible withdrawal syndrome.

Manufacturer narrative:
(B)(4).